Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4)2017 that on (B)(6)2017 the receiver ceased to function. Pediatric patient is using an adult receiver. No additional event or patient information is available. No data were provided for evaluation. The receiver was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. A receiver charge and boot was performed and failed. A receiver download was performed and passed. A functional test could not be performed due to the receiver having been opened. A interior visual inspection was performed and passed. The original receiver battery was replaced with a known good battery and the receiver does not turn on. Confirmation of the complaint was confirmed due to a defective battery. The probable cause was determined to a defective receiver battery.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. Pediatric patient is using an adult receiver. No additional event or patient information is available. No product or data were provided for evaluation. The confirmation of the complaint is undetermined. A root cause could not be determined. Labeling indicates: the dexcom system is not approved for use in children or adolescents, pregnant women or persons on dialysis.